Event description:
Customer reported that during use of the bvi 9600 in aorta mode, the device displayed an image which did not seem to change and had lines through it. There was no patient harm reported.

Manufacturer narrative:
Additional part used: bvi 9400/9600 probe catalog: 0570-0351. Sn: (B)(4). The customer also reported the bvi 9600 device is reading inaccurately in bladder scan mode as well and not displaying an ultrasound image on the screen of the console. Device evaluation summary: problem confirmed. The unit was inaccurate and displayed lines through the reading. The issue was remedied by replacing dcm/upgraded probe, pxa and probe top housing.